Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported there was oversensing or noise. Two analyzer cables were tried, but still got noise. The analyzer was rebooted and all connections were double checked. The physician requested a new lead but there was still noise on this lead. It was further reported the problem was resolved by replacing the power cord on the implant cart. Status of the analyzer is unknown. No patient complications were reported as a result of this event.